Manufacturer narrative:
Product event summary: the shoulder pack with unknown lot number was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned shoulder pack revealed that the pack passed visual inspection; the extension straps that were returned were functioning as intended with no visible damage. However, it was noted that one of the straps was intended for use with the waist pack, and not intended for use with a shoulder pack. This strap is more difficult to adjust than the strap intended for the shoulder pack. As a result, the reported "damaged shoulder pack" event was not confirmed; it is likely that the use of the incorrect strap contributed to the reported inability to adjust the shoulder pack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: n160 defibrillator, 419688 lead and 4136 lead implanted on (B)(6) 2014. 0293 lead implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the strap on the ventricular assist device (vad) shoulder pack is broken and was not able to be adjusted. The pack was exchanged. No patient complications have been reported as a result of this event.